Event description:
The customer reports during a laparoscopic total abdominal hysterectomy using thunderbeat, a total of three thunderbeat broke inside the patient with device fragments requiring retrieval. Evens as follows: case with patient identifier (B)(6) reports the first thunderbeat. Case with patient identifier (B)(6) reports the second thunderbeat. Case with patient identifier (B)(6) reports the third thunderbeat. The physician was using the thunderbeat to dissect to uterus. The first thunderbeat that was opened at the beginning of the procedure started malfunctioning (the tip came off). The instrument was taken off the sterile field and another thunderbeat was opened. The instrument tip was removed from the patient¿s abdominal cavity. The malfunctioning of the thunderbeat occurred three times. During the procedure. For all three thunderbeat, the tip fell off and had to be retrieved from the patient¿s abdominal cavity. There were no known adverse effects to the patient as a result of this occurrence. The patient's current condition is reported as discharged home post-procedure. There was no malfunction of the generator used in the procedure. The model and serial number of the generator used in the procedure were not provided when requested. The generator settings used during the case are unknown. When asked if the thunderbeat could be returned to olympus for evaluation the customer responded: I believe they were already picked up. They were sequestered.